Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device was recalibrated to address the issue. In addition of the above evaluation, the device's machine flow sensor was replaced due to contaminated with slight adhesion of white powder and the technician performed final test, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.